Event description:
Following deep vein thrombosis and pulmonary embolism diagnosis in (B)(6) of 2010, the filter was placed in a (B)(6) male on (B)(6) 2011. The pt developed recurring emboli, and CT ((B)(6) 2011) obtained could not see the filter. It was unclear why the pt had multi emboli. The pt came back on (B)(6) 2011 with increased chest pain and shortness of breath. CT confirmed the filter leg had embedded in the right pulmonary artery and increased pulmonary emboli. New central pulmonary emboli noted on CT. Jugular access was obtained. Gtrs-200-rb was used and then snared, was replaced with ev3 gooseneck and was successfully retrieved. A secondary strut was left imbedded in pt right pulmonary artery. Requested but not provided.

Manufacturer narrative:
(B)(4). The investigation is in progress.